Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture, and high thresholds. Subsequently the rv lead was explanted, and a new lead implanted. Besides surgical intervention, no adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
This device has not been returned. As such, physical analysis has not been conducted in our laboratory. This investigation will be updated should further information be provided.